Event description:
A trilogy 100 device was returned to the manufacturer for preventative maintenance. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer service center, an 'internal battery not charging' error code was found in the device's error log. The service technician states that the power management printed circuit assembly (pca) board was replaced to resolve the error. Additionally, the pollen filter, exhaust fan assembly, 43 micron filter, motor blower assembly, stirring fan foam were replaced for maintenance. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.